Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a vibratory alert. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and failure to capture, which caused an inappropriate alert of non-sustained rv oversensing. Programming changes were made. The patient was in stable condition.